Event description:
Technical services received a call on (B)(6) 2011. Caller stated that they did a lead revision on this rv lead on (B)(6) 2011. Physician was dr. (B)(6) at (B)(6) . No additional information is available at this time. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).